Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 29 - motor cart range low occurred during the load process. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer was able to load a new cartridge successfully, and resumed insulin delivery.